Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced vertical column motor due to the p1 value in the error. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that errors occurred from one of the surgeon side consoles (ssc). The customer disconnected the faulting ssc. The system was power cycled and there were no further errors. The intuitive tech support engineer (tse) reviewed the system logs and found errors against the ssc's column ergonomics motor. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
The console vertical axis motor module was returned for failure analysis. Visual inspection was performed and no problem related to the reported issue was found. The system logs were reviewed and error 319 was found, confirming the issue occurred on the field. The unit was installed on a testing system and calibration was performed successfully. The system was power cycled several times but the column motor functioned as designed with no errors. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.